Manufacturer narrative:
One device was returned for analysis. Visual inspection showed a bubbled dso seal and scratched lcd lens. The tamper seal was not broken. A visual and functional test were performed and the reported issue was duplicated. The cause of the reported issue was undetermined. As a result, the dso seal was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump exhibited a bubbled downstream occlusion seal. No patient injury was reported.

Manufacturer narrative:
Other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. B3: unknown; no information has been provided to date.